Event description:
Infant heard crying in room 23. Within 1 minute, an rn entered room and found infant bundled lying on back on floor with his head closest to the foot of the bed vertically in line with the bed. Infant fell approx. 3-4 feet. Foot rail of warmer found in down position. It appears that the bed was broken--staff unaware of this. It appears so though the latch on the bottom side rail gave a way and the infant slide off the bed and the bed was on a 30 degree incline. Infant immediately placed back on bed. Resident neonatologist called to room. Physical neurological assessment of infant completed. Quarter size hematoma over right parietal bone of skull. No other apparent injuries noted. Neuro exam normal. Infant alert and quiet. CT of brain ordered. CT shows soft tissue/scalp swelling at the high right parietal region with nondisplaced fracture of the right parietal bone. No acute intracranial hemorrhage or mass effect. Locking slot mechanism on foot rail of warmer with visible breakage. Upon testing, the foot rail closes and secures but it is easily dislodged making it fall down. Infant transferred to a new, unbroken warmer. Broken warmer removed and sequestered. All other warmers on unit inspected for similar damage. Mother of infant notified by 0830. Mother and extended family at bedside at 0910. Mother informed of all findings immediately. Mother requesting transfer of infant to another hospital. Infant placed on brainz monitor to assess for any seizure activity. Neuro checks every 2 hours. Trauma workup of infant ordered. No additional fractures or injuries noted. Infant remains alert, vss, no seizure activity noted, taking a bottle of formula for feeding. Mother of infant holding infant to feed.